Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "failure of the tibial insert in a rotating hinge total knee arthroplasty" written by ran schwarzkopf, md, msc, sonia chaudhry, md, frederick j. Kummer, phd, and scott e. Marwin, md published by the journal of arthroplasty vol. 26 no. 6 2011 accepted by publisher 7 august 2019 was reviewed. The article's purpose was to report on 2 cases where the tibial insert in a rotating hinge tka failed. Each case is captured individually in linked complaints. Both patients were implanted with depuy products. The article does not provide cement manufacturer and the article does not report if patellar resurfacing was including. Depuy products utilized: depuy noiles s-rom rotating knee hinge system. This complaint captures a (B)(6) year old retired male police officer who had a previous infected right tka (original implants unknown). He undergone a 2 stage approximately 4 years post initial implantation and then received the depuy noiles s-rom rotating knee hinge system during 2nd stage reconstruction. Three years post revision arthroplasty and he experienced his right knee "gave way" upon standing up while gardening. X-rays revealed a broken tibial insert specifically the metal post fractured of the tibial insert hinge post. Patient underwent revision surgery and a new larger insert was implanted with successful recovery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.